Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2008.

Event description:
It was reported by the patients spouse that the implantable cardioverter defibrillator (ICD) had "fired" outside the home. Follow up was attempted, however, no additional information could be obtained. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.